Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that since the beginning the pt had facial nerve stimulation, which happens at very low mcl levels and on all electrodes, with the exception of electrodes 9 and 10. The pt was seen in 2009, where everything was tried to increase mcls without provoking facial nerve stimulation. However, nothing did result in an improvement of the situation. Mcls set below facial nerve stimulation resulted in very soft sound perception. Testing has always been normal. Pt shows etiology of otosclerosis.